Event description:
It was reported that the pump failed downstream occlusion (dso) calibration test. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected: d3 - mfg establishment name. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. The device and software were updated and calibrated for better operation and to avoid future errors. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.